Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed error in the motor was detected by reading unexpected value from hall sensor during rewind. The customer's blood glucose value was unknown at the time of incident. Asked customer verbally and in written form to return broken pump for analysis. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with error 38 during rewind due to corroded motor home switch. Unable to confirm error 43 due to error 38.